Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer treated high blood glucose with pump bolus. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 500 mg/dl. Customer was advised to insert new aaa alkaline battery and display returned. The customer reported via phone call indicating that the insulin pump alarm unexpected return and external ram crc error. Customer's blood glucose at time of incident was unknown. Customer was advised that error table does not indicate a pump replacement is required. Customer was assisted in performing a self-test and passed. Customer was advised to monitor pump.